Manufacturer narrative:
Arjo was notified about an incident involving arjo maxi move passive floor lift and arjo clip sling. It was reported that the resident slipped out of the sling during a transfer. The customer did not reveal additional information regarding the event and patient outcome the device was evaluated by an arjo technician. The visual sling inspection did not show any sign of damage. The lift functional test did not reveal any malfunction. The visual lift inspection showed that the handset had sign of wear (it was still functioning) and the technician advised the customer to replace handset with a new one. The arjo representative made attempts to contacted the customer to gather additional information regarding event circumstances. Despite our best efforts, the customer did not provide additional information related to the event. Taking into account all facts and information collected in a course of this investigation, we cannot determine the cause of the reported fall. If additional information became available, a supplemental report will be submitted. To conclude, the arjo maxi move passive floor lift and arjo clip sling were used as a system for a resident transfer, when the patient slipped out of the clip sling. No technical failure in the system, which would lead to a fall, was found. Due to limited information provided by the customer it was impossible to establish the cause of the patient fall. The complaint was decided to be reportable due to the allegation that the patient fell from arjo clip sling.

Manufacturer narrative:
Investigation is still ongoing. Additional information will be provided upon investigation completion.

Event description:
Arjo was informed that the resident was dropped from the sling during use of maxi move floor lift. It is unknown if the resident sustained any injury, but arjo still attempts to gather additional information. Arjo representative who performed device inspection indicated that the sling in question was worn.